Manufacturer narrative:
Manufacturer's report date: 04/20/2011. (B)(4). Customer's report of channel disconnected alarms could not be confirmed. Customer did not record the device serial numbers and no devices or device logs were returned or expected to be returned. Information on proper attachment of the modules and use of the restore feature was reviewed with the customer. We are engaged with the customer and will be visiting to further assist with troubleshooting and identifying any potential causes for their channel disconnected alarms. If more information is discovered, an additional report will be issued for that device.

Event description:
Received anecdotal information from an anesthesiologist that over the last three months, they've experienced several incidents where one or multiple channels get disconnected during use. Initially the channels work fine and then suddenly show disconnection without any movement of the pump. Some disconnect and need to be reconnected 10 times to get them to work. Procedures being performed are open heart surgeries and major vascular surgeries. Medications infusing are vasopressors, inotropes and sedatives. Some patients became hypotensive due to the interruption of a vasopressor infusion and some patients had inadequate sedation.